Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when they got home from the hospital, they kept feeling the stimulator running like pulsating a lot more than it used to. There have been a couple of times where they got to the bathroom and had an accident. They used to go to the bathroom 10-12 times a day before their implant. When they got home, they were still going 9 times a day. In february they increased stimulation to 1.1ma and then was only going 5-6 times a day. They had their first home care visit today and were sitting a bit longer than normal. They had to get up to go to the bathroom and almost didn't make it. On wednesday and thursday (B)(6) 2024 it took them longer to get up, they didn't make it to the bathroom in time and had a little accident. They've had more accidents in the last week than the whole time they've had the device implanted.  It seemed like the device was powering more and more. Sometimes they would feel the pulsating for a half hour or so. The whole time they had the device they were monitoring it. They've never felt it that much before. The patient didn't turn off stimulation for the surgery. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.